Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a33 error alarm during basic occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer reports that numbers do not show up on display screen when priming. Customer also reports to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 330 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.